Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard composix kugel (device #1) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent "revision surgery" on (B)(6) 2015; however the patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. The patient's attorney did not make any allegations regarding the implanted bard ventralex st (device #2). Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. On (B)(6) 2015 - the patient underwent revision surgery. An unspecified bard/davol ventralex st was implanted. As reported, the attorney alleges a general claim regarding the composix kugel "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".